Event description:
It was reported by the patient that the patient has been experiencing chest pain and discomfort since the "change" to his system. The patient also reported that on two separate occasions, he was informed by a tech that something was "wrong" with the atrial and right ventricular [rv] leads. Additionally, the patient reported that the tech "faxed something" to the company and the patient was called a few days later and told "to come back in to have something changed." Multiple attempts to obtain additional information from the patient's physician were unsuccessful. The rv and atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.